Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch need to replace. A field service engineer (fse) found to be pushed inward around the latch opening. The fse straightened the bent face of the remote manager and examined the latch, noting tarnished microswitches. The latch was replaced, and the remote manager was tested in hardware test application mode, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was consistently failing, and the latch required replacement. During testing, the latch did not fully change positions when opening, which caused it to fail to re-latch when closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.